Event description:
It was reported to philips by a customer that the unit alarm led failed. Based upon the information provided, the device was in clinical use at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer evaluated the unit and confirmed check vent: alarm led failed. The international service engineer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Device use: the device was not in clinical use at the time of the event. The issue was found just before the unit was used for the patient in the hospital.